Manufacturer narrative:
A perfect o2 we had running in our decontamination room started to smoke whilst running. Further investigation has shown that the transformer was the cause of this issue. The perfect o2 is the same /similar to the irc5po2 product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).

Event description:
A perfect o2 we had running in our decontamination room started to smoke whilst running. Further investigation shows that the cause of the smoke was from the transformer. The perfect o2 is the same /similar to the irc5po2 product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).